Event description:
Pt's blood was drawn at 5:05 and sent to the lab. At 6:00 a finger stick took place. Blood glucsose was 80 mg/dl on the blood glucose meter (bgm). At 6:30 20 units of humulin were administered. No symptoms were noted in the pt's chart at the time. Pt also received multi-vitamin and anti-psychotic drugs. Lab results for the mornings blood draw were available between 11-12. Lab result was 775 mg/dl. Pt did not feel well around noon. Pt had a temp of 102 degrees f and was extremely lethargic. At 11:50 blood glucose was 469 mg/dl on bgm. Pt immediately sent to the hosp. At the hosp, blood glucose was 877 mg/dl. At the time of incident initial reading the meter gave a low battery signal. The adon thinks the battery was replaced.